Manufacturer narrative:
Per the clinic, the patient experienced skin overgrowth at the abutment site as well as infection. The patient underwent revision surgery (date not reported) to have excess tissue excised as well new skin graft placement; without resolution. The patient has also been treated with kenalog injections every couple months (dates not reported) for the last two years. The implanted device remains. The implanted device remains.

Manufacturer narrative:
This report is filed february 2, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infection at the abutment site. The implanted device remains.